Manufacturer narrative:
Concomitant medical products: product ID: 5554-53 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited signs of fracture. The rv lead was inactivated and the patient received a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.